Event description:
The manufacturer received information from a patient that a ventilator service required alarm had occurred on a trilogy evo device. A sales representative visited the patient's home and replaced the device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by philips service technician. The philips service technician was not able to duplicate the issue while performing an operational check of the device. The device evaluation found an error code battery not charging fault in the device's error log. The philips service technician replaced the internal battery to address this issue. After replacing the part, the philips service technician performed the final and run-in tests, along with the battery and valve checks on this device. The philips service technician confirmed the device was operating properly and it was cleaned.